Manufacturer narrative:
The pump passed all functional tests, including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No slow delivery anomaly was noted during tests. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose level was greater than 400 mg/dl. The customer bolused to correct his blood glucose level. The high pressure test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.